Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included urinary urgency, hydronephrosis, endometriosis, fibrocystic breast, chest wall pain, discomfort rectal, diarrhea and ovarian cyst. Concomitant products included desogestrel;ethinylestradiol (mircette) for birth control as well as acetylsalicylic acid (bayer aspirin), citalopram hydrobromide (celexa), docusate sodium (colace), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), omeprazole (prilosec), ondansetron (zofran) and rizatriptan benzoate (maxalt). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("left side abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and scar ("scar tissue attached to my ovary"). The patient was treated with surgery (total vaginal hysterectomy with echelon endopath stapler). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, migraine, headache, dysmenorrhoea and scar outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, scar and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received: newly added events- scar, consumer address were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included marvelon (mircette) for birth control as well as acetylsalicylic acid (bayer aspirin), citalopram hydrobromide (celexa), docusate sodium (colace), gabapentin (neurontin), ibuprofen (motrin), omeprazole (prilosec), ondansetron (zofran), rizatriptan (maxalt) and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("left side abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with total hysterectomy (uterus and cervix removed) and essure removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, migraine, headache and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain and essure confirmation test not done added as event, patient, reporter and product information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.